Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. The inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed a separation in the pump body below the ribbed area of the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder or detached tubing with connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump body indicates that sufficient stress(s) was exerted resulting in the separation noted. A separation of this type would allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a malfunctioning device. A hole/tear in the pump just below the deflate bars was observed. The device was explanted and replaced with another inflatable device.